Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this pacemaker presenting electrogram (egm) due to observed noise on the right atrial (ra) and right ventricular (rv) leads. Upon review, the electrogram (egm) showed stored atrial tachy response (atr) episodes with oversensing noise on both leads. Ts discussed possible causes and recommended for further evaluation in clinic. Subsequent additional information was received that indicated a replacement procedure was performed. This pacemaker device with both ra and rv leads were explanted and replaced with new device and leads successfully. No additional adverse patient effects were reported.